Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the insert confirmed the presence of a linkage break in the jaw area. The hinge pin, which is part of the scissor assembly, is missing. Possibly fell off as a result of the linkage break. The hinge pin was not returned with the scissor. The probable root cause for the linkage break is excessive force. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device loops were observed to be broken while undergoing sterile processing.

Event description:
It was reported that the device loops were observed to be broken while undergoing sterile processing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.